Event description:
Dlr states that customer lifts (B)(6) and moves her in lift with legs closed in and out of bedroom. Dlr advised for customer not to do that and the lift is not meant to be used like that. Dlr states this is their second lift where the leg is bent upwards.